Event description:
It was reported that after the laser system was plugged into the wall prior to the procedure to test the system, a ¿cloud of smoke¿ filled the operating room (or). The laser was shut off immediately and was no longer able to be utilized. The pt was under anesthesia in the next room waiting to enter the operating room. There was no report of a pt injury; the case was completed with different laser system.